Event description:
It was reported that the patient wanted a "larger" implantable neurostimulator (ins) to be able to recharge "more easily" and to hold a charge "longer". The patient also desired to have the ins moved to his abdomen. The patient's ins and extensions were replaced. There were no patient symptoms or injuries related to the event but surgical intervention was required. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# v086944, implanted: (B)(6) 2008. Product type: lead: product ID 3888-45, lot# v079881, implanted: (B)(6) 2008. Product type: lead: product ID 3888-45, lot# v079881, implanted: (B)(6) 2008. Product type: lead: product ID 3888-45, lot# v067339, implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
Follow up information received reported that the patient was doing well with their therapy. If additional information is received, a follow up report will be sent.